Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that IV tubing just under drip chamber had a small kink and the whole tubing cracked could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015012 lot number 20106958 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of tubing kinked with lot # 20106958 regarding item # 10015012. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of component damage - leak with lot # 20106958 regarding item # 10015012.

Event description:
It was reported that 2 gem 20dp mc .2mf 2ss dehp-free experienced device damage while still considered operable, leakage, and kinked tubing. The following information was provided by the initial reporter: new tph hung at 1600 on 32 wk. Premature infant. One hour into infusing, nurse noted that IV tubing just under drip chamber with small kink in it. As she straightened it out, the whole tubing cracked and all the tpn fell out of tubing onto floor.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint that IV tubing just under drip chamber had a small kink and the whole tubing cracked could not be verified due to the product not being returned for failure investigation. A device history record review for model 10015012 lot number 20106958 was performed. The search showed that a total of 3,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 gem 20dp mc .2mf 2ss dehp-free experienced device damage while still considered operable, leakage, and kinked tubing. The following information was provided by the initial reporter: new tph hung at 1600 on 32 wk. Premature infant. One hour into infusing, nurse noted that IV tubing just under drip chamber with small kink in it. As she straightened it out, the whole tubing cracked and all the tpn fell out of tubing onto floor.